Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a laser vision correction patient was presented with a fiber under the flap on left eye (os) at one day post-operative exam. A flap lift and rinse was performed. The patient had no complaints. The under corrected visual acuity (ucva) was 20/40 in left eye.